Event description:
Pump was reported to involved in an incident of infiltration. The pump was infusing blood at a rate of 999ml/hr with a vtbi of 350ml when the pt complained of a stiff arm. The nurse checked the patient's arm and it was blue. The pt was transported to a different hospital for emergency surgery. Pt outcome is not known at this time.